Event description:
It was observed that during the device evaluation, the distal tip cover of the bronchovideoscope was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of high-energy treatment equipment (e.g., high frequency) was used without securing a sufficient distance from the tip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.